Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. Additional information was not provided. Multiple follow-up attempts were made to obtain additional information; however, a response was not received.